Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window were noted during the visual inspection. All buttons functioned properly. However, moisture damage was noted on the keypad traces. No moisture damage was noted on the electronic assembly. No black dots were noted on the display.

Event description:
It was reported that the customer's insulin pump was exposed to water and then the customer was unable to navigate the menus on the screen, as a black dot had appeared. The customer was advised to discontinue use and to revere to a back-up plan. Nothing further was reported.